Event description:
On (B) (6) 2010, the patient reported that about 1 hour ago she received an e4 (occlusion) error on her insulin infusion device. She stated she changed her infusion headset but is still receiving the e4. She said she has had readings elevated to 288 mg/dl because she had her device in stop for an hour. The patient measured her blood glucose during the report and it was 367 mg/dl. She stated she does not know when the adapter was last changed, but it was more than 10 cartridge changes ago. She was advised to change it every 10 cartridge changes. She said the cartridge and tubing have been in use for more than 6 days and was advised to change them every 6 days. The patient was instructed to change the cartridge adapter and tubing. She did so and primed until insulin dripped from the tubing. No further e4's occurred. The patient bolused 5 units of insulin to treat her elevated reading. On follow up with the patient on 03/23/2010, she stated her readings have returned to her normal range of 80-130 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set, cartridge and adapter were requested to be returned for evaluation.